Event description:
It was reported that a high ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy. The machine triggered the alarm cfm 020 015 after getting off of the machine. The patient was weighed and was ¿found to have dehydrated 0.5kg more". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 h11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician replaced the ultrafiltration unit, simulated dialysis to check the dehydration amount, performed precision ultrafiltration test, and after the test was completed, the equipment was put back into use. No further device or service information was provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.